Event description:
Device returned to manufacturer for analysis with report of reason for explant of "infection". Follow up with hcp revealed patient had device implanted for 16 months - explant in 2001. Signs and symptoms of infection included redness, drainage, and incisional wound opening. The primary location of the infection was the device pocket. A culture was obtained and was positive for mrsa. The device was explanted and the patient received oral antibiotics. Patient experienced baclofen withdrawal symptoms after explant of the pump, including hypertension, tachycardia, diaphoresis, spasticity and anxiety. The withdrawal symptoms resolved with administration of cyproheptadine.